Event description:
The manufacturer received information alleging a "service required" alarm conditions occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue.